Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) in the low 40¿s mg/dl with blurred vision, severe dizziness and unsteadiness when standing and walking associated with an alleged history settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient experienced low bg levels as a result of attempting to ¿compensate¿ for the high bg levels they experienced. The patient also drank orange juice and ate jelly beans to increase their bg. This complaint is being reported because the alleged hyperglycemia was related to training misuse.